Manufacturer narrative:
(B)(4). A request has been made for the product to be returned for analysis. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. This lead was explanted and a new lv lead was successfully implanted as a replacement. No additional adverse patient effects were reported.